Manufacturer narrative:
A review of the image result files showed that the results appeared as reported by the instrument. Tube testing resulted as weak positive. This is covered in the limitations section of the operator manual, which states "the neo cannot reliably detect hemagglutination reactions that are graded as 1+ or less in test tube methodology. The neo does not generate an interpretation of mixed field. Such a mixed-field reaction will be interpreted as positive, negative or equivocal. In addition, testing indicates that the donor is a possible subgroup of a. The customer did not perform reverse grouping which is confirmation of forward grouping results. Limitations for performing the forward-only instrument assay are also stated in the operator manual.

Event description:
A customer reported that a known a positive donor unit resulted as o positive on galileo neo (B)(4).